Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. However, unit failed sleep current measurement and detail trace displays charge/battery lasts less than expected. Unit was properly tested with test pcb 1 and failed sleep current measurement. Unit was properly tested with test pcb 2 and passed sleep current measurement. Battery/power anomaly problem is isolated to pcb 2. High sleep current due to leaky c5-ceramic cap. Unit received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that they keeps on changing the battery of the pump and the pump's battery easily drains and tell her the battery was already low. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.